Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Their sensor glucose was 52 and blood glucose was 182 mg/dl. Customer was advised that their blood glucose and sensor glucose were not within acceptable range. The sensor and the insulin pump will not will be returning for analysis.